Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the recharger screen was showing a power-on-reset (por) message and the patient did not know what that meant. The therapy stopped due to the por. The patient reported the por was seen on their patient programmer (pp) screen as well. The caller confirmed it was an informational por. The caller cleared the por using the pp and was able to access the main screen of the pp and turned the device on. The patient started a charging session. The caller confirmed it was charging, they saw a normal charging screen and the por issue was resolved. No patient symptoms or further complications were reported.